Event description:
On (B)(4) 2014, a nsk dental sales rep was contacted regarding a possible injury caused by a nsk handpiece. The report was forwarded to nsk quality assurance manager on (B)(4) 2014 and an investigation was immediately opened. The handpiece was received for repair on (B)(4) 2014, no indication of injury was on the documentation provided with the handpiece and initial MDR review did not find the need for a medical device report. Upon notification that the handpiece had potentially caused an injury, it was quarantined and forwarded to the nakanishi factory on 09/25/2014. A replacement handpiece was sent to the dentist per nsk america sop. A letter requesting additional info was mailed to the dentist on 09/24/2014. Response was received via email on 09/29/2014 with the following info: procedure being performed was a crown preparation. Dr (B)(6) , dds was using the device when the injury occurred. No sedation or anesthesia was in use. No abnormality was observed prior to injury. First indication was that the pt stated "something feels hot". There was no visible burn mark. No medical intervention was required to prevent injury. The handpiece was last serviced by nsk america on 02/13/2014. A review of the repair records found no problems or defects following the repair of the handpiece.